Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided] by the customer. Manufacturer's ref. No: (B)(4) - (B)(4).

Event description:
This complaint is from a literature source. It was reported that one (B)(6) y.o. Patient with a history of scar-related ventricular tachycardia (vt) underwent catheter ablation and died more than a month after the procedure as a result of advanced, medication-refractory heart failure. Patient's medical history includes sustained syncope, slow incessant monomorphic vt, external direct current cardioversion. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿remote magnetic navigation to guide endocardial and epicardial catheter mapping of scar-related ventricular tachycardia.¿ the purpose of this study to examine the safety and feasibility of using a remote magnetic navigation system to perform endocardial and epicardial substrate-based mapping and radiofrequency ablation in patients with scar-related ventricular tachycardia. The study was conducted between (B)(6) 2005 and (B)(6) 2006. Suspect device is remotely guided, 4-mm-tip, navistar quadripolar (rmt) catheter, however catalog and lot number is unknown.